Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H3: the complaint device has been returned, but the device investigation has not yet been completed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that wrong product was reported under this medwatch. The initial report was submitted in error and should be voided. The event will be reported on 0001822565-2021-00551.

Event description:
Upon reassessment of the reported event, it was determined that wrong product was reported under this medwatch. The initial report was submitted in error and should be voided. The event will be reported on 0001822565-2021-00551.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was fractured while impacting the femoral prosthesis. There was no patient injury as a result of the malfunction. Attempts for further information has been made, but no further information has been provided.